Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported that x-rays were taken of the bottom of the foot and ankle. The x-ray showed that the screw had broken in three different places. Patient has pain and trouble walking.